Manufacturer narrative:
The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported the infusion cannula dislodged during the case. The surgeon inserted the infusion cannula, tied it down. When the surgeon inserted the infusion line, the hub or collar, of the cannula broke off. All pieces of the cannula were retrieved. The infusion cannula was replaced and the surgeon completed the case. No pt injury was reported.